Event description:
It was reported that the hd lcd monitor exhibited automatically power turns off intermittently for few second. The reported issue occurred during maintenance. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and provide corrections to the supplemental report. Additional information: h3. Correction: d9, h11. Correction to h6 type of investigation from "4114 - device not returned" to "10 - testing of actual/suspected device". Correction to h6 investigation findings from "213 - no device problem found" to "4203 - electrical/electronic component problem identified". Correction to h6 investigation conclusions from "4315 - cause not established" to "4307-cause traced to component failure". The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power supply issue was due to a failure of the circuit board. Olympus will continue to monitor field performance for this device.